Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, stained keypad overlay and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see data pertaining to primary svn (B)(4). And event date 21-mar-2024 below. Please see below for the user time date change listed in the pump history file. (B)(6)2024 06:14:59.000 usertimedatechange (3) systemtime = (B)(6)2024 06:14:59.000. Newsystemtime: (B)(6)2024 07:14:59.000. There was no data available on the event date 21-mar-2024 in the pump history file on the primary svn (B)(4). Unable to verify bolus delivery, source of boluses delivered and any alarms/suspends for event date 21-mar-2024 due to no data available in the pump history file on the primary svn (B)(4). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 21-mar-2024 in the pump history file on the primary svn (B)(4). 03/15/2024 19:11:38.000 alarmalertnotification (40) (B)(6) 2024 faultnumber: sensorerroralert (801) (B)(6) 2024 08:46:38.000 alarmalertnotification (40), faultnumber: sensorerroralert (801), (B)(6) 2024 10:52:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780) ,(B)(6) 2024 13:29:16.000 alarmalertnotification (40), faultnumber: sensorerroralert (801). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Sensorerroralert (801) not confirmed. Lostsensor1alert (780) not confirmed. Please see data pertaining to svn (B)(4). And event date 22-feb-2024 below. Please see below for the first 10 boluses listed on the event date 22-feb-2024 in the pump history file on svn (B)(4). (B)(6) 202400:01:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 2024 00:06:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 2024 00:11:47.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 3750 (0.375 u) bolusamountdelivered: 3750 (0.375 u) (B)(6) 2024 00:16:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 2024 00:21:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 2024 00:26:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 202400:31:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 2024 00:36:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 202400:41:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6) 202400:46:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) there were no autosuspend (12) alarm noted in the pump history file on svn (B)(4). Please see below for the usersuspended (2) alarm noted on the event date 22-feb-2024 in the pump history file on svn (B)(4). (B)(6) 202409:36:39.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 22-feb-2024 in the pump history file on svn (B)(4). (B)(6) 2024 14:09:25.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2024 15:03:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2024 09:51:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2024 10:14:18.000 batteryremoved (55) (B)(6) 202410:14:18.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 202410:14:35.000 batteryinserted (44) (B)(6) 2024 06:17:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2024 06:33:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6) 2024 19:13:36.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 9:49:59 pm. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Sensorerroralert (801) not confirmed. Lostsensor1alert (780) not confirmed. Lowbatteryalert (104) unknown. Nodelivery (7) not confirmed. Please see data pertaining to svn (B)(4). And event date 18-apr-2023 below. There was no data available in april 2023 in the pump history file. Unable to verify bolus delivery, source of boluses delivered, and any alarms/suspends for event date 18-apr-2023 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 18-apr-2023 in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged high bgs/low bgs. Battery cap damage not confirmed. No damage noted on the original battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported a blood glucose value of 544 mg/dl. The customer reported symptoms like hyperglycemia, tingling, pain, confusion/disorientation, malaise, headache, fatigue, polydipsia, cramp(s) /muscle spasm(s) treated with manual injection/insulin pen and hospitalization: overnight stay. The event involved product(s) mmt-332a, mmt-1884l and mmt-397a. Troubleshooting was performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-397a, no product return is required for mmt-332a. Mmt-1884l was returned for product analysis.